Manufacturer narrative:
(B)(4). Visual and dimensional evaluations of the product could not be performed as no product was returned nor were pictures provided. Review of the feedback from the customer indicates that sterility has been breached as the inner and outer sterile blister were reported as cracked; however, this complaint cannot be confirmed as no product or photos were provided for review. Device history record was reviewed and no discrepancies related to the reported event were found. Root cause was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that during an initial total knee arthroplasty, the outer sterile package was cracked along with the inner sterile package of the tibial block implant. The inner peel pack was intact so surgeon opted to implant the product as they did not feel there was a concern over sterility and a second implant of the same size was unavailable. No adverse events or patient impact have been reported as a result of the malfunction. All available information has been reported.